Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event involved a (B)(6) old obese male pt. Relevant medical history/diagnosis/medications: laparotomy. The event occurred in the theatre (operating room). The catheter was being inserted in the right subclavian vein. The physician was looking for the blood vessel with the raulerson syringe and the introducer needle when the introducer needle broke (at the hub). They opened another arrow sa-15853 set and started the procedure again w/o any issues. Surgical intervention was not required to remove the needle. There was no harm done to the pt. There were no reported pt complications or death. There was no delay in treatment.